Manufacturer narrative:
Product analysis: analysis was able to confirm that reported stylus calibration issue, the stylus was successfully re-calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.